Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Mesh erosion diagnostic confirmation? How was the mesh erosion treated? Date and surgical details of intervention/re-operation if any? Was there any deficiency or anomaly of the mesh observed? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event/mesh erosion and pain? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced vaginal exposure and pain. Additional information was requested.